Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through medical records, it was learned that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve after an implant duration of 10 years and four (4) months due to severe aortic stenosis. The tavr was performed with an unknown device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section: b5.

Event description:
Through medical records, it was learned that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve after an implant duration of 10 years and four (4) months due to severe aortic stenosis. The tavr was performed with a non-edwards device.